Event description:
It was reported, the patient met with the sjm representative for reprogramming, and the system was not providing full stimulation coverage. It was reported, the physician felt the lead was not positioned low enough for the needed coverage. The physician repositioned the lead on (B)(6) 2012. It was reported the physician moved the lead down one vertebral level and slightly midline which provided proper stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.